Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, while drilling in the 16th hole the drill bit broke. Reportedly 4mm piece of the drill bit remains implanted in the patient. It was reported the broken drill bit in the patient is not visible on x-rays taken. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes europe. Report received indicates the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The fracture area is blue tinted, which is a clear indication for overheating, which can lead to a breakage. No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
There were no other mrrs, ncrs, or complaint-related issues with this lot.